Event description:
It was reported that this clinical trial patient with a 21mm 8300acd aortic pericardial valve had a brief episode of atrial fibrillation postoperatively and has been in normal sinus rhythm since. On 1-year follow-up, the patient exhibited left bundle branch block (lbbb), but stable. On 4-year follow-up, EKG showed sinus rhythm with lbbb. After an implant duration of five (5) years and two (2) months, the patient underwent a redo aortic valve replacement due to severe aortic stenosis secondary to calcification. The explanted valve was replaced with a 21mm non-edwards mechanical valve successfully and the patient was stable after coming off bypass. Of note, the patient was extremely coagulopathic and was anemic on bypass requiring several units of blood. It was unclear whether it was a reaction from either protamine or transfusion, but the rv became acutely distended and the patient became profoundly hypotensive with severe rv failure. The patient was emergently placed on ECMO and transported to a different hospital for continuation of care. The patient was in cardiogenic postcardiotomy shock, tamponade, and massive right hemothorax. She was taken to the or for emergent re-exploration for continued bleeding. There was severe arterial bleeding from the apex of the chest and the patient rapidly exsanguinated, the situation was un-survivable, the procedure was terminated, and the patient expired in the or on pod #1.

Manufacturer narrative:
H11: corrected data: corrected sections b5, f10 (device codes), h6, h10 (additional manufacturer narrative). Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Attempts has been made to retrieve the product. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this clinical trial patient with a 21mm 8300acd aortic pericardial valve had a brief episode of atrial fibrillation postoperatively and has been in normal sinus rhythm since. On 1-year follow-up, the patient exhibited left bundle branch block (lbbb), but stable. On 4-year follow-up, EKG showed sinus rhythm with lbbb. After an implant duration of five (5) years and two (2) months, the patient underwent a redo aortic valve replacement due to severe aortic stenosis. The explanted valve was replaced with a 21mm non-edwards mechanical valve successfully and the patient was stable after coming off bypass. Of note, the patient was extremely coagulopathic and was anemic on bypass requiring several units of blood. It was unclear whether it was a reaction from either protamine or transfusion, but the patient became hypotensive with severe rv failure with cardiogenic shock. The decision was made to put the patient on ECMO. The patient was transported to a different hospital for continuation of care. The patient was noted to have postoperative bleeding and was taken to the or for emergent re-exploration for bleeding. Unfortunately, the patient expired on pod #1.